Event description:
It was reported to boston scientific corporation that the patient was implanted with a solyx single incision sling system during a procedure on (B)(6), 2010. According to the complainant, post-procedure, the patient presented with unspecified complications.according to the physician, the patient has not been seen since (B)(6), 2010, and no complications were reported.all other information is unknown an unavailable.